Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all visual and functional assessments. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 for the same event. It was reported that toward the end of a cervical discectomy surgery an "e2 error code" was observed when the motor device and attachment device were in use with the cutter device. The reporter also stated that the cutter device "fell out into the ground" as "they just got drilling and as the physician was pulling the device out". The reporter stated that the physician "still had the foot on the pedal". There were no delays to the planned surgical procedure. The facility had spare devices available, although they were not used, since the event occurred as the surgery was being completed. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.